Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat an upper gi bleed in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, during the egd procedure, the resolution clip would not fire. Subsequently, they were able to fire the clip and it attached to the mucosa. The operator attempted to open the handle in order to release the clip, but the clip would not disconnect from the delivery system. The clip had to be pulled off the mucosa; however, this manipulation did not result in any additional bleeding. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat an upper gi bleed in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, during the egd procedure, the resolution clip would not fire. Subsequently, they were able to fire the clip and it attached to the mucosa. The operator attempted to open the handle in order to release the clip, but the clip would not disconnect from the delivery system. The clip had to be pulled off the mucosa; however, this manipulation did not result in any additional bleeding. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Manufacturer narrative:
(B)(6). Although the exact event date is unknown; it was reported on (B)(6) 2011 that the event occurred "sometime (B)(6)." (B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was mashed onto the bushing. Additionally, the control wire was found to be kinked and not attached to the clip assembly. Functionally, the clip was not able to be opened or closed. Furthermore, the clip assembly could not be deployed. The condition of the returned incident device was consistent with the reported event that the clip failed to release from the catheter. The evaluation confirmed that the clip assembly could not be deployed. The most probable root cause is considered operational context, as the product met design and manufacture specifications, but due to anatomical/procedural factors performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot for this event.